Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that in 2007, she woke up to find her clothing and bedding wet with insulin. She stated she turned over while sleeping and pulled her insulin infusion headset completely out. She stated the infusion set tubing was still connected to the luer lock. She said she immediately changed the headset and performed a 4 unit bolus of insulin through her insulin infusion device. The patient stated, she had a dry mouth and felt sweaty and extremely lethargic and when she took her blood glucose reading it registered "hi." She said she drove herself to the hospital where her blood glucose reading was in the 600's mg/dl and she was diagnosed with ketoacidosis. The patient stated she was taken off of her infusion device and placed on an insulin drip until the following morning when she was put back on her infusion device. She stated her current blood glucose reading is 90 mg/dl. The patient said she has cardiovascular issues and is going through menopause which causes her to sweat excessively at night. She states she is allergic to many adhesives so she uses a non-allergenic tape to hold the headset, but it does not absorb wetness. Repeated attempts to follow up with the patient were unsuccessful. The product was replaced. No product was available to be returned for evaluation.